Event description:
It was reported to philips that system gave a remote alert indicating "l-arc and x-ray tube collision switches are active during startup", which could impact booting up the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the switches were active during start up. Review of the logfile shows alerts x-ray tube cover sensor active because the physical cover switch was activated. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and could not find any issues and there was no malfunction of any kind, fse monitored the switch state upon startup, and they were all open in short, not activated. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.